Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the endotracheal tubes did not inflate during the procedure. There was no known patient impact reported.

Manufacturer narrative:
Analysis inflated the cuffs with 15cc of air and it leaked out immediately. Under magnification, it was determined that there were cuts and abrasions a ranging from 0.03¿ to 0.08¿ in the cuffs, and just left of (midline). If information is provided in the future, a supplemental report will be issued.